Event description:
Caller reports multiple comparisons obtained on the advantage system taken over several days: 338 mg/dl and 183 mg/dl, 370 mg/dl and 133 mg/dl, 326 mg/dl and 137 mg/dl, 309 mg/dl and 105 mg/dl, 310 mg/dl and 50 mg/dl. No adverse event related to the above results reported. Caller reports a second incident occurring on a different day; customer was unresponsive with blood glucose result of 224 mg/dl. Paramedics arrived 5 minutes later and result on their meter was 69 mg/dl. Customer was treated with a sugar tablet and taken to the hospital where he was then treated with IV dextrose. Customer's condition improved. Requested return of suspect device and replacement was sent.